Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's leads had not moved. The resulting pain was determined to be either a new pain or shifting pain. The doctor instructed the rep to reprogram the ins and utilize paresthesia mapping. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient had a loss of efficacy and the patient thinks it was related to a fall out of bed. It was reported that the lead potentially may have migrated. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-aug-22. The rep indicated that the exact date when the patient fell and had a loss of efficacy was unknown. It was not confirmed to what extent the fall affected the device/system. The rep reprogrammed and an x-ray would be ordered. The loss of efficacy was 50/50 resolved. The patient stated that the reprogramming helped but they are not back to how it was before the fall. The patient¿s weight at the time of the event was unknown. This information was confirmed with the physician. No further complications were reported/are anticipated.